Event description:
In 2008, the pt reported that he has experienced kinked cannulas with his infusion sets over the past 2 days. He stated that he has "tough" skin and he rotates his infusion sites from his thighs to his abdomen. No physiological effects were reported. The pt was sent an infusion set insertion device and replacement infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.